Event description:
In the operating room when using the resectoscope for a hysteroscopic endometrial ablation the pt received a burn on the perineal area at the vaginal opening from the outer sheath of the resectoscope. Treated with silvadene cream.